Event description:
On (B)(6) 2012, the patient contacted animas to report that for one month, the patient had obtained blood glucose readings ranging from 280 mg/dl to 426 mg/dl. The patient did not report experiencing any symptoms of high or low blood glucose levels. The patient noted she corrects her elevated blood glucose levels using an injection of insulin via a syringe; she does not use the pump for bolus doses. The patient reported that her physician advised her to increase her basal rate from 0.5 units per hour to 0.8 units/ hour. Troubleshooting revealed the pump's basal setting had not been increased, as it was still set to 0.5 units per hour, the pump date/time were correct, and all total basal/bolus doses given correctly matched those programmed. It was also revealed that the patient noted crusting insulin around the infusion site, however, it was unknown where the source of the leak was located. Also, the patient's technique was incorrect, by taking a decreased dose of insulin other than that recommended by the pump to correct for carbohydrate intake. The patient noted that if the pump recommended a bolus dose of 11 units, she would give herself a dose of 3 units. A review of the pump history revealed the pump had given several auto-off alarms. However, the patient did not deal with these alarms correctly. The patient disconnected from the pump, re-primed it, and did not reconnect to the pump. The patient's technique was incorrect by not properly clearing alarms and by taking less bolus doses of insulin than recommended. However, as the patient suffered blood glucose levels suggesting severe hyperglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
Device evaluation submitted (B)(4) 2013. Follow-up #1: the device was returned to animas and evaluation was completed by product analysis on (B)(4) 2012 with the following findings: a force sensor calibration check showed the pump is not detecting the correct force. The force sensor resistance was found to be within specifications. The dates available in the black box are from (B)(4) 2012 to (B)(4) 2012. The black box for the compliant on (B)(4) 2012 been overwritten due to continued use of the pump and is no long available for review. Review of the available black box and alarm history shows no errors or alarms associated with the complaint. Daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. The pump was tested on a 29 hour flow test; the pump passed the required test and was found to be delivering accurately and within the required specification.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.